Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples did not form completely. There is no further information available. No patient consequence was reported.